Event description:
The patient experienced a lack of therapeutic effect. Pump volumes were checked and the volumes measured equally; the expected and actual volumes had always been accurate. The medication being delivered via the pump was not reported. A catheter dye test was done. They had difficulty injecting fluid through the catheter access port (cap). The catheter was found to be disconnected from the pump - there was no visible contrast exiting the catheter tip; the physician reported it looked like the contrast was going back into the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.